Manufacturer narrative:
The evaluation noted that the reason for the revision reported was likely the result of aseptic loosening due to mechanical loss of fixation over time. However, the contributions of mechanical knee instability and wear particle induced osteolysis to the sequence of events for this revision cannot be confirmed with the available information. The metallosis noted during the revision surgery is likely due to deformation of the anterior locking feature of the pts, potentially related to the knee instability. Concomitant devices: - logic trap tibial tray, size 4f/4t (cn: 02-012-41-4040, sn: (B)(6)) - optetrak stem ext, 12mm x 25mm (cn: 204-32-02, sn: (B)(6)) - optetrak stem ext screw (cn: 204-70-00, sn: (B)(6)) - logic psc tibial insert, size 4, 9mm (cn: 02-012-44-4009, sn: (B)(6)) - logic pts, size 4, 8mm (cn: 02-012-42-4008, sn: (B)(6)).

Manufacturer narrative:
Pending evaluation. No information provided in the following section(s): concomitant devices: logic trap tibial tray, size 4f/4t (cn: 02-012-41-4040, sn: (B)(4). Optetrak stem ext, 12mm x 25mm (cn: 204-32-02, sn: (B)(4). Optetrak stem ext screw (cn: 204-70-00, sn: (B)(4). Logic psc tibial insert, size 4, 9mm (cn: 02-012-44-4009, sn: (B)(4). Logic pts, size 4, 8mm (cn: 02-012-42-4008, sn: (B)(4).

Event description:
As reported, the (B)(6) y/o male patient had the initial right tka implanted on (B)(6) 2011. A revision right tka was undertaken on (B)(6) 2020 for aseptic loosening of both the femoral and tibial components. The 32mm 3-peg patellar component (200-02-32, sn (B)(4) was the only component not explanted. The surgeon noted that there was extensive metallosis in the right knee upon entry into that joint on (B)(6) 2020. It was also noted immediately that the tibial pts component was grossly loose and seemed to swim on top of the tibial tray component. Fluid could be expelled from under/around the pts component with digital proximal pressure on the pts, prior to the pts set screw being removed from the pts. After the tibial insert was removed from the pts, a 1/4" flat osteotome easily lifted the pts off the tibial tray. The tibial tray component was still well-fixed to the tibia, but it was felt the locking mechanism may have been compromised due to the extensive metallosis present and looseness of the pts on top of the tibial ray. Several circular patterns indicative of significant movement between the pts and tibial components were observed on both the underside of the pts and the top of the tibial tray. Several minutes were spent in the or examining the explanted pts and tibial components because the lack of efficacy of the locking mechanism of the pts was very concerning as other of these components have been implanted by the surgeon. After the tibial tray had been removed from the patient's tibia, it was noted that all four screw-hole covers on the tibial tray were still in position. The femoral component was removed without instrumentation. The patellar component was noted to have significant wear; although it was still well fixed, and the surgeon elected to not revise it. The patient's right knee was not revised with exactech components; a different manufacturer's components were used for the revision. The patient was last known to be in stable condition following the event. All available information has been received at this time.